Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a high threshold. The physician felt that capture management of the implantable cardioverter defibrillator (ICD) may have recorded the threshold high than normal. The lead was reprogrammed. It was additionally reported the device triggered an alert for recommended replacement time (rrt) a few days later. The device was explanted and replaced. No patient complications have been reported as a result of this event.